Event description:
Per the clinic, the patient experienced pain and ulceration at the magnet site and subsequently was treated with topical antibiotics on (B)(6) 2020 (specific duration not reported). The implanted device remains.